Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump went into threshold suspend due to the sensor giving inaccurate readings. The sensor gave a reading of 52 mg/dl when the blood glucose reading was 194 mg/dl. The customer also received weak signal alerts and a no sensor alert when the customer was laying on it. The customer was advised that pressure on the sensor can cause low readings. The customer declined further troubleshooting for inaccurate readings.